Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached prematurely on the third day of wear and she was unable to obtain scan readings. The customer became hypoglycemic, experiencing sweating, weakness, blurry vision, loss of consciousness and seizure, and required the treatment of glucagon injection and grape juice provided by caregiver. There was no report of death or permanent injury associated with this event.